Event description:
On 6/3/96 pt had a dental venous line inserted in his right subclavian vein. Pt was dishcarged on 6/6/96 with home health, who used another co's connector with the catheter. On 7/19/96 the pt was admitted to the hospital for brain surgery. The site valve was used. These two products were understood to be interchangeable when used with the co catheter, however, it appears the other co's connector stretched the catheter causing a leakage to occur at the lock cap when the site valve was used. On 8/1/96 the pt grew coagulase negative staphylococcus from the central venous catheter. The pt was given a 7 day course of antibiotics and the infection subsequently cleared at that time.